Manufacturer narrative:
H6: code 400(other): misaligned jaw tips.h4; d5: information unavailable

Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported when the clip applier was fired, the tips crossed at tip. It is not known if clips were deemed satisfactory or if another instrument was needed to finish procedure. There was no consequence to the pt.